Manufacturer narrative:
(B)(4). Concomitant medical products: biomet liner cat#110024464 lot#776200 zimmer head cat#00801802803 lot#64482573 unknown cup. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient underwent hip arthroplasty. Approximately 2 weeks later patient went to sit down and twisted back and felt a pop. The patient was reduced, but it was just the metal head in the cup sans poly. When the surgeon opened him up, the poly was disassociated from the femoral head. The surgeon felt the implants were acceptable. The implants were reassembled and the hip reduced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b6; d4; d11; h2; h3; h4; h6. D11: biomet liner cat#110024464 lot#776200 zimmer head cat#00801802803 lot#64482573 biomet g7 osseoti 4 hole shell 54mm f cat# 110010245 lot# 6683804 zimmer femoral stem fiber metal midcoat collared cementless 12/14 neck taper standard neck offset size 15 standard body 15 mm distal stem diameter 160 mm ste cat#00784101500 lot#64311861 biomet g7 suction cup sterile cat#110010571 lot#575810 reported event was confirmed with medical records provided. Review of the available records identified the following: dislocation right hip and unstable open reduction of right hip hematoma evacuated (this would be due to the dislocation) found poly bearing had come off femoral head from the trunnion no defects with trunnion or acetabulum component, 20 degrees of anteversion and 45 degrees of abduction removed femoral head no other complications review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03115.

Event description:
No further event information available at the time of this report.